Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg site. The pt's ipg was located in the buttocks area. It was also reported when the pt sits, the pain intensifies. If she increases the amplitude, she feels an uncomfortable sensation up her spine. However, if she lowers the amplitude, the pain becomes more intense at the ipg site. F/u info revealed the pt underwent surgical intervention on (B)(6) 2014, where the ipg was relocated to the pt's low back.